Event description:
Complainant alleged that during biomed testing the device was unable to adjust pacer rate due to packer knob being broken. Complainant indicated that there was no patient involvement in the reported malfunction.